Manufacturer narrative:
The initial results were captured in the delta check. There were delta check alarms at the customer's software which alerted the user there was a problem with the results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and the expiration date were not provided. The alarm trace showed a few abnormal aspiration alarms. The field service engineer checked the ise module (electrodes and sipper), the rinse wash station, and the wash cycles. No issue was found. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer at the same facility. Results for the sodium (na) tests were affected. Sample 1 (patient 1): initial result: 94 mmol/l. Repeat result: 137 mmol/l (tested on another c501). Sample 2 (patient 2): initial result: 126 mmol/l. Repeat result: 138 mmol/l (tested on another c501). No questionable results were reported outside the laboratory as the results did not match the patient's clinical history. The samples were then repeated. The repeat results were deemed to be correct.